Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2018 due to mild diabetic ketoacidosis with blood glucose level of 297 mg/dl. The customer reported that her blood glucose level at the time of the incident was over 500 mg/dl and her current blood glucose level was 406 mg/dl. The customer was treated by insulin syringe. The customer was treated with insulin drip and with long lasting insulin at the hospital. The customer alleges that the insulin pump was not delivering as she experienced high blood glucose level even while connected to the insulin pump. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.